Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. If the device is received at a later date, or if further significant additional info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution. Reference MFR report numbers: 8010047-2009-00241, and 8010047-2009-00242 for the other related reports associated with this event.

Event description:
Olympus received a medwatch report that read, "at three separate times when doing colonoscopies on three different pts in the same day, the computer screen went blank during the procedures. It took several mins to reboot the system and delayed the procedures while the pts were under anesthesia." Olympus had followed up with the user facility to gather additional info regarding the report without success. There have been no additional info provided to date.